Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. PMA/510k - this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1, -5.50/1.5/115 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim#(B)(4).